Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a control panel error. This error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.